Manufacturer narrative:
The batch record, qc test reports (B)(6) 2022, and qc final inspection review check list (B)(6) 2022 were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22h123 was verified and has been confirmed to be released by the company.

Event description:
Based on the information/report provided by the injector, (B)(6), (rn), received on (B)(6) 2022, the patient, a 35 years old female, was injected with 0.9 ml revanesse lips+ (with lidocaine) in lips since the patient had more than average bleeding and bruising during the injection. Two days later, the patient had new onset bruising of the r ergotrid area as well as delayed capillary refill. Upon assessment pallor was present in r ergotrid as well as r upper and center lip. She also had anxiety about the numbness in her upper lip. The patient was treated with hylenex. Follow up with her demonstrated complete occlusion resolve and healed nicely. One month post-dissolve, patient made a complete recovery back to her baseline.